Event description:
When surgeon attempted to use premium surgiclip ii autosuture clip applier, the arms did not align properly and the clip was caught in a vessel. In order to remove the clip applier, the surgeon nicked a vessel, which required repair to stop bleeding. The clip applier was removed from the field and another one opened. Surgery continued without further incident.